Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the t-handle broke at the cross pin area. The root cause appears to a combination of misuse, heavy usage, and product design. Provided information states the surgeon hit the t-section a couple times then the junction broke. A two-year search of the complaint database did not identify a trend for this product code. The date code mt0806 indicates the instrument was manufactured in august 2006 and is over 10 years old. No corrective action taken at this time. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon could not pull the mirror-flame out after reaming 9mm with electricity and triangle section with 9mm pilot-shaft and the corn-reamer. The surgeon hit the t-section of mirror-flame a couple of times to pull it out, but then the junction got broken. After that, the surgeon hit and pushed it up from below with a bone implant bar. He succeeded in pulling the mirror-flame out. The whole body of mirror-flame was bent. The surgery was performed normally but ten minutes behind the schedule.